Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au5800 cell 1 clinical chemistry analyzer and found bubbles in the ise buffer syringe. The fse replaced the ise buffer valves and ise buffer syringe to resolve the issue. The fse performed calibration and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 cell 1 clinical chemistry analyzer. The patient results were reported out of the laboratory. When the nurse questioned the results on one (1) patient sample, the customer then repeated the patient sample on another au analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for one (1) patient.